Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 400 mg/dl. Customer was been using the insulin pump within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer had symptoms of feeling tired. Insulin pump was not been used on auto mode. Customer used insulin pens and syringes while the insulin pump was on bolus. The insulin pump will not be returned for analysis.